Event description:
Physician reported implant rupture and capsular contracture - baker grade iii. Device has been explanted. This relates to the right side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture - baker grade iii.

Event description:
Physician reported implant rupture and capsular contracture - baker grade iii. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b3, b6, d1, d2, d4, g4.

Event description:
Physician reported implant rupture and capsular contracture - baker grade iii. Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported implant rupture and capsular contracture baker grade iii. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one on the posterior side assessed as fold flaw opening and one opening on the anterior side assessed as surgical damage. ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ crease fold observed on the device. ¿ white calcification observed on the device. No further actions are required as the device was implanted.

Event description:
Physician reported implant rupture and capsular contracture - baker grade iii. Device has been explanted. This relates to the right side.